Event description:
It was reported that the right ventricular lead exhibited noise and high ventricular rate episodes. The noise could be reproduced with isometric arm movement. All electrical measurements were normal. The device was reprogrammed. The patient was in stable condition and would be monitored.